Manufacturer narrative:
Patient's weight is unknown. This information was not available from the facility. During withdrawal, the scoring element separated from the angiosculpt catheter and was retained in the patient. Surgical intervention was performed for removal resulting in prolongation of the case. The angiosculpt device is with the hospital¿s risk management department and is not being returned for evaluation.

Event description:
The physician was working from the arm of the patient and went down the right leg with a guide wire and proceeded to first balloon and stent the iliac artery with a medtronic complete 6 mm self-expanding stent. After stenting the iliac artery, the physician attempted to advance the angiosculpt into the sfa but got stuck half way down so he decided to inflate in that location. Upon deflating the balloon, it was difficult to remove and it was noticed that the nitinol had detached from the end of the balloon and was still in the sfa, but the balloon was coming back. In an attempt to remove, the physician cut the distal end of the balloon and tried to snare the retained scoring element but was not successful. The patient was taken urgently to the or for removal. During surgery, the vascular surgeon removed the scoring element from the groin incision and the rest of the balloon through the arm. No piece of the angiosculpt was retained in the patient.

Manufacturer narrative:
The patient codes and device codes were not included in the initial MDR.